Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was submitted to report a single-center experience with thoracic endovascular aortic repair (tevar) for complicated acute type b aortic dissection (catbad) comparing patients with vs without end-organ ischemia using protege bare metal stents as part of stents implanted during study. A retrospective analysis was conducted between november 2010 and december 2017 of 64 patients divided in 2 cohorts: nonischemic (39 patients with unrelenting pain, early progressive aortic dilatation, uncontrolled hypertension, or rupture), and ischemic (25 patients with visceral, renal, lower extremity, or spinal cord hypoperfusion). Eleven patients out of 25 in ischemic cohort had bare metal stents implanted in the renovascular branch vessels and 2 patients out of the 39 in nonischemic group had stents implanted. Stent grafts and bare metal stents were implanted in the lra, rra, sma and iliac arteries. It was reported that 6 patients died within 30 days post procedures and other patients suffered the following adverse events; stroke, paraplegia, respiratory failure, renal insufficency, bowel ischemia, wound infection and dissection. Revascularization was carried out in the left subclavian artery, mesentric and renal arteries.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Journal article: endovascular therapy for nonischemic vs ischemic complicated acute type b aortic dissection journal: journal of endovascular therapy year: 2020 ref: doi: 10.1177/1526602819888672 a2: average age a3: majority gender b3: date of publication death was reported as a clinical outcome of this study, however there is no information to suggest the device has caused or contributed to a death. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.